Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin safety syringe. The customer reports "employee sustained a needlestick in the thumb after giving an insulin injection when the pt moved their arm."